Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/28/2019. The field service engineer evaluated the unit. The field service engineer replaced the cpu board to address the reported issue. Failure analysis on the returned cpu board shows that the customer complaint of ¿backup alarm failed (1104 e/c)¿ was confirmed. The piezo buzzer (ls1) was failing due to the insulation resistance being out of specification.

Event description:
The customer reported that the unit failed with check vent back alarm failed error (1104) error code. There was no patient involvement.